Event description:
The subject device was returned for analysis, and it was discovered that the subject device coil delivery wire was broken/fractured during use. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. Analysis of the returned subject device was performed as the subject device was returned with an sl-10 microcatheter. The coil delivery wire was found to be kinked/bent and broken/fractured by the detachment zone. The main coil was found to be kinked/bent, tangled and stretched. The main coil (subject device) was returned stuck in the microcatheter which was cut, and the subject device was retrieved. The reported coil in catheter friction could not be replicated during the analysis however, the analysis results are consistent with the reported event. The reported main coil stretched was confirmed during the analysis. The reported complaint was confirmed based on analysis. The subject device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the subject device. The reported event is covered in the device directions for use (dfu). Also, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the reported event. It was reported that during the coil embolization procedure, the subject device was difficult to push forward due to strong resistance at the tip of the microcatheter, and when the operator tried to remove it, the subject device was found stretched inside the microcatheter, so both had to be removed together. Additional information provided by the customer indicated that the subject device got stuck in the microcatheter. That the subject device was prepared for use as per the dfu. Additional information provided by the customer indicated that the subject device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The subject device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. During analysis, the subject device was returned with microcatheter. The subject coil delivery wire was found to be kinked/bent and fractured near the detachment zone. The main coil was found to be kinked, tangled and also stretched. An assignable cause of procedural factors will be assigned to as reported 'coil in catheter friction¿ and ¿ main coil stretched ' as well as analyzed ¿main coil kinked/bent¿, ¿ main coil stretched¿, ¿ main coil tangled¿ and ¿ coil delivery wire broken/fractured during use¿ as complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of handling damage will be assigned to ¿coil delivery wire kinked/bent¿ this complaint appears to be associated with handling of the product or portion of the product during the procedure.